Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed event date and facility aware date. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed varying resistance/impedance. Impedance trend appears unstable, varying anywhere from 484 ohms to 2509 ohms from (B)(4) 2009 through (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.